Event description:
The device was returned to the manufacturer for testing, calibration and repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken, the lower case, battery release, heart block, battery contacts, battery drawer and battery flex were contaminated, the side bail covers and ring cover were broken, the side bails and ring were missing, and the keyboard was scratched.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken, the lower case, battery release, heart block, battery contacts, battery drawer and battery flex were contaminated, the side bail covers and ring cover were broken, the side bails and ring were missing, and the keyboard was scratched.